Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a gas loss alarm.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10, h11 corrected fields: b5 a getinge field service engineer (fse) was not able to reproduce the customer's complaint, reviewed logs and found no failures. Drive manifold failed during functional testing, replaced the drive manifold assembly and o-ring buna. Functional tested without any issue, no problem found. Cardiosave services completed. Safety, calibration, and functionality checks to factory specifications. Unit released to customer and cleared for use.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a gas loss alarm. The circumstance and patient involvement is unknown.

Manufacturer narrative:
Corrected fields: h6(investigation conclusions). Updated fields: b4, g3, g6, h2, h3,h6( health effect - clinical),h11. The following investigation was performed by the maquet failure analysis and testing dept. The failure analysis and testing dept. Received part number 0104-00-0031 rev. G, serial number (B)(6), with a reported unit failure of a gas loss alarm. The fat performed a visual inspection and found the part to be in good condition. The fat installed the drive manifold in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Passed all tests. Fat could not confirm the reported failure of this part. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq.

Event description:
N/a.